Manufacturer narrative:
Please note that this report was submitted in error. The event involves a ide device (dwm020u) that is not cleared for sale in the u.s., and no similar device is commercially available in the u.s. Therefore, it is not subject to reportability under MDR.

Event description:
It was reported that patient 01-013 developed an acromial fracture. The patient will be undergoing nonoperative treatment and will be immobilized in a sling. Patient will follow up in 6 weeks.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report. Device remains implanted in patient.

Event description:
It was reported that patient 01-013 developed an acromial fracture. The patient will be undergoing nonoperative treatment and will be immobilized in a sling. Patient will follow up in 6 weeks.